Manufacturer narrative:
No reports of device malfunction were received from the initial reporter or the attending physician, nor were products returned for investigation; therefore, no device evaluation occurred. A review of lumenis complaint data confirmed that the reported event is determined to be statistically insignificant. A review of the relevant device premarket notification 510(k) confirmed the subject device is cleared for the indication reported. A review of the reported treatment settings by lumenis device subject matter experts concluded a possible cause to be related to the reported distance of the laser treatment tip to the tissue being treated. Incorrectly reducing the distance of the treatment tip from the treatment site prefocuses the laser treatment beam resulting in a more concentrated distribution of laser energy into the tissue. Additionally, hearing loss is a known complication in stapes surgery and many factors, in addition to laser treatment, can cause it. Lasers are used for this application because they have properties that can reduce the possibility of this complication. From the available information, it is indeterminable to know if the laser was the causative agent. No device malfunction reported.

Event description:
It was reported by a distributor that three (3) patients sustained loss of hearing at higher tones following stapedectomy procedure using a lumenis acupulse laser in (B)(4). The relevant treatment settings were reported by the attending physician. No patient information (age, gender, relevant preexisting conditions, and details pertaining to actual change in hearing) was provided by the initial reporter or the physician.